Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was general dissatisfaction with the in-field performance of the device. Additional information has been requested. Patient involvement is unknown.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3003832357-2023-00797 / 3003832357-2023-00425 / 3003832357-2022-00007 / 3003832357-2023-00427 respectively.

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3003832357-2023-00797 / 3003832357-2023-00425 / 3003832357-2022-00007 / 3003832357-2023-00427 respectively.